Manufacturer narrative:
At the time of this report the avl video monitor and avl video baton 3-4 have not been returned to verathon for evaluation, however the customer confirmed that the system has been shipped in for evaluation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and glidescope avl video baton 3-4, the image would disappear intermittently. It was also reported that the device would power down after a couple minutes of use and show static lines on the display. The procedure was completed with the unit with no delay. No harm to the patient or user was reported.